Manufacturer narrative:
Section h10: (h3) the evaluation noted in the revision reported that upon review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent treatment cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition and nosocomial infection in origin. No information provided in the following section(s): a2, a4, a5, b6, d4, d6, d11, g5, g8, h4, h7. The following section(s) have additional info; b5, d1, d2, d4 (catalog number, serial number, UDI number, and exp date), d6, g5, g7, h1, h2, h3, h4, and h7. Section h11: corrections made in the following section(s): (d1) brand name. (D2) common device name. (D4) (catalog number, serial number, UDI number, and exp date).

Manufacturer narrative:
Pending evaluation.

Event description:
As reported this (B)(6) female¿s right knee was initially implanted on (B)(6) 2010. A revision was completed on (B)(6) 2018 due to infection. The surgeon explanted the tray and insert and implanted a new tray extension, tray, & insert. No other information is available at this time. Devices were not returned.